Event description:
On two occurrences, (B)(6) 2011 and (B)(6) 2012, on two different but identical models, a hose linking the output of the ab prefilter assembly to the input of the uv filter assembly, separated. The factory crimped fitting holding the hose on to the barbed end connection failed and allowed the hose to slip off of the barbed fitting. As a result, our ambulatory surgery unit has been flooded twice with resultant mold formation requiring significant mitigation and replacement of infrastructure. We believe that the heat radiated from the uv filter below is heating the hose to the point where the hose connection is slipping and there is degradation in the connection and resultant loss in hose connection integrity.